Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was showing a decrease in battery longevity. It was noted that the right atrial (ra) lead exhibited undersensing, which resulted in an higher atrial outputs. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.